Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name updated. D3: manufacturer email address. D9: device availability to yes. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation.visual evaluation / functional test was performed, the returned implant had no signs of use. The implant was identified as reported. No apparent malfunction was identified with the implant that would contribute to the reported event. Implant matched prints where measured. DHR review was completed for the subject lot number 1267820. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1267820 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : nerve damage. The customer did not submit images for the reported event. Based on the investigation and risk management file, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : investigation results.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification k011028/k013227.

Event description:
Doctor reported implant at tooth site 37 caused pressure on nerve and was removed. Discomfort and pain were reported as a result of the event. No other implant was placed on the same procedure.